Event description:
The company representative on behalf of the customer reported, the videoscope exhibited leakage at around three centimeters (3 cm) from the tip. The device was returned and an inspection revealed, the coating of the image guide (ig) coil was peeling off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. Water tightness was not maintained due to holes in the bending section cover. Poor continuity of the insertion tube was observed. The bending angle was insufficient due to the elongation of the angle wire. The adhesive part of the bending section cover was missing. Scratches were found throughout the device. The universal cord collapsed and had wrinkles. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.